Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - ni. Initial reporter - ni. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-05148 / 05149).

Event description:
It was reported that patient underwent revision procedure due to instability.

Manufacturer narrative:
Serious injury and product problem. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.